Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler on (B)(6) 2018 and this (B)(6) patient¿s death. Currently, it cannot be concluded what exactly caused the patient¿s death with the information available. However, at the time of this clinical investigation there have been no reported liberty cycler malfunction or product deficiency associated with the patient¿s death. Patients with esrd on dialysis have a higher mortality risk than the general population. The patient was elderly at (B)(6) and a long-term nursing home resident with past medical history of stroke. The patient¿s age is likely confounding factor for death.

Event description:
It was reported a (B)(6) female patient with end stage renal disease (esrd) on pd therapy expired during pd treatment via the liberty select cycler on (B)(6) 2018. The patient was a long-term nursing home patient with a past medical history of stroke. It was reported the pd nurse checked the patient¿s flash drive and there was nothing out of the ordinary or unusual with the liberty select cycler. The patient reportedly had some drain alarms which were tended to by the nursing home staff and thought to have occurred after the patient passed away. In the initial complaint form, it is indicated the liberty select cycler alarmed as expected. Further treatment details as well as circumstances around the patient¿s death are unknown. The pd nurse was not able to identify what caused the patient¿s death. No further information is available currently.

Manufacturer narrative:
Patient code, clinical conclusion clinical conclusion: a temporal relationship exists between pd therapy with the liberty select cycler on (B)(6) 2018 and this (B)(6) year-old patient¿s death. However, there is no objective evidence that the patient¿s death was caused by a liberty cycler malfunction or product deficiency. Moreover, there have been no reported allegations against the liberty cycler related to the patient¿s death. The pd nurse reported the patient¿s cause of death was cardiorespiratory failure due to cardiothoracic vascular disease. The patient¿s age ((B)(6) years) and comorbid conditions of esrd and diabetes mellitus are significant risk factors for cardiovascular disease which are likely confounding factors in the patient¿s cardiorespiratory failure which resulted in fatal outcome. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
...